Event description:
On (B)(6) 2008, the pt was implanted with four gore excluder aaa endoprostheses. On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprostheses. Multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.